Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was broken. The device was cracked on right plunger case and no appearance of any physical damaged was found on top case. The device history log showed motor rate error. Motor rate error was found during occlusion test. During testing a combination of motor assembly, worm gear, leadscrew and clutch halves were found old and worn out. The root cause was found to be normal wear. Replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed occlusion test which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device motor rate error. No patient injury reported.